Event description:
It was reported that 27 needles 25ga 1in contained foreign matter. The following information was provided by the initial reporter: " a lubricating grease-like substance can be visually seen on the needle, and a black mark remains on the skin surface after injection in about 90% of recipients."

Manufacturer narrative:
H6: investigation summary twenty samples were received by our quality team for evaluation. After visual inspection of the samples, no loose foreign matter or particles were observed. The samples were subjected to a cotton swab test, an analysis of the residue observed after rubbing a cotton stick several times along the cannula surface. Since this is not an accepted method for cannula cleanliness evaluation, the objective of the test is to obtain a comparison between the samples provided and other ¿regular batches¿. A lack of residue was observed in the tested needles, less than other regular batches tested in prior occasions or our competitors. Therefore, the team was not able to confirm the defect. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on available information and previous experience with similar reported issues, this may correspond to some silicone lubricant or some particulate matter from the cannula manufacturing process. In prior occasions, no significant amount of residue was observed in the test needles. Cleaning and treatment processes are employed to minimize the level of residue present on the surface of the cannula during the needle forming process, but based on current processes and technologies, all needles have varying degrees of lubricant and residual matter on the cannula surface which should represent negligible health risk to the patient. This incident has been added to our database of reported incidents.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 27 needles 25ga 1in contained foreign matter. The following information was provided by the initial reporter: " a lubricating grease-like substance can be visually seen on the needle, and a black mark remains on the skin surface after injection in about 90% of recipients."